Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported the patient fell about 1.5 months ago and landed on her buttock and upper back area. Since her fall the patient's stimulation pattern had changed. An impedance test was performed at 0.7 volts and contacts 0-7 were within the normal range. Contacts 8-14 showed over 10k ohms. An impedance test was performed at 3 v and contacts 8-10 and 12-14 were greater than 40k ohms. Program impedance tests were performed and program 1 was 547 ohms and program 2 was 859 ohms. Reprogramming around the high impedances was performed and the patient felt appropriate stimulation coverage.